Event description:
It was reported by service report that the cot came loose from the lock bar during transportation. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
The service tech inspected the cot and fastening system and found that the cot was being loaded with the head section in the retracted position when loading instructions are for the head section to be in the fully extended position.